Event description:
It was reported that during a port placement procedure through right internal jugular vein, the catheter allegedly had leak issue during tunneler attachment. It was further reported that the catheter found to be damaged by the tunneler. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a port placement procedure through right internal jugular vein, the catheter allegedly had leak issue during tunneler attachment. It was further reported that the catheter found to be damaged by the tunneler. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp implantable port, one groshong catheter in three segments, one j-tip guidewire in a guidewire hoop and one 8.0fr introducer peel-apart sheath and vessel dilator were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter damage and leak and the identified material separation issues, as a complete diagonal break was noted to the proximal end of the catheter segment. A complete circumferential break was noted to the distal end of the catheter segment. Complete circumferential breaks were noted to both the proximal and distal ends of the second catheter segment. A complete circumferential break was noted to the proximal end of the third catheter segment. All the break surface appeared to be granular and glossy throughout. The investigation is unconfirmed for the reported catheter too soft issue, as tactile evaluation was performed to all catheter segments and felt normally elastic when it was gently pulled and stretched. No kinks or splits were noted to all segments. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2023), g3, h6(device). H11: g1, h6(method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure through right internal jugular vein, the catheter allegedly had leak issue during tunneler attachment. It was further reported that the catheter found to be damaged by the tunneler and appeared to be soft. The procedure was completed using another device. There was no reported patient injury.